Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD)and right atrial (ra) lead exhibited high out of range pacing impedance measurements. It was noted the device was programmed to vvi. There was a concern the lead had fractured, however was not confirmed. No intervention is planned at this time. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.